Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017 service found the unit had no alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit had no alarm¿. The unit was triaged and the customer¿s reported condition was confirmed, as the pump did not audibly alarm. The root cause has been isolated to a buzzer on pcb. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.